Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The problem persisted after the iesu restarted. The surgery proceeded with an external generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed hard error c-92 when activating monopolar but bipolar was working. There was an intermittent error c-34. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The erbe was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings of error c-34 were confirmed and reproduced. The investigation led to a malfunctioning high frequency printed circuit board (pcb) being the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, the system check master pcb was also replaced. The unit was then functioning as intended after passing all the required and recommended testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The iesu unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34 and on system the error was repeated upon activation. Upon visual inspection, the unit showed to be in good condition.

Event description:
Refer to h10/h11 for follow-up information.